Event description:
An ophthalmic surgeon reported that during cataract surgery, the knife dimpened the cornea without making the incision. An alternate product was used make the incision and the surgery was completed without further incident. There was no harm to the pt.

Manufacturer narrative:
The investigation is in progress. Samples have not yet been received for evaluation. The device history record (DHR) for the lot was reviewed. Functional penetration and sharpness test values for the lot met specification. No abnormalities that could have contributed to a dull knife were found during the DHR review and the product was released according to the manufacturer's acceptance criteria. A root cause has not been identified. (B)(4).